Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for the call was the patient reported they were having issues with their stimulation since they had the new implant put in. Patient's stimulation was left off for 10 days after surgery and patient was so miserable that they were happy to turn the stimulation on but the stimulation really hadn't helped that much. Patient mentioned their previous implant had group c and that worked for them and with the new implant they were now on group a but it was not hitting the same spots and they had to turn the stimulation sky high that it would make their eyes cross and they were vibrating nonstop and when they were vibrating they could barely move. Patient did not have any other groups. The patient was redirected to their healthcare provider to further address the issue. Agent also emailed representatives for visibility and did not guarantee a call back. See previous case. Patient mentioned they knew their previous implant was going 'dead' but didn't hear back from their representative on (B)(6) 2025. Upon further review, patient mentioned with their previous implant, patient had series of electrodes where certain ones were turned on and certain ones were turned off and group c worked for them. At the time patient originally had their representative gave them functions to change the frequency and everything. That representative quit and their new representative turned all their functions off and left it at 60 hertz or whatever it was and couldn't play with it. Patient could only turn their settings up or down.

Manufacturer narrative:
PMA code included. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for the call was the patient reported they were having issues with their stimulation since they had the new implant put in. Patient's stimulation was left off for 10 days after surgery and patient was so miserable that they were happy to turn the stimulation on but the stimulation really hadn't helped that much. Patient mentioned their previous implant had group c and that worked for them and with the new implant they were now on group a but it was not hitting the same spots and they had additional information from the rep indicated that there is no stimulation output issue. The patient does not call them when needing a reprogramming therefore they are unaware that he feels it needs to be adjusted. The patient¿s previous group c is the same it is just now in group a. A reprogramming is scheduled for today.

Manufacturer narrative:
PMA code included. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.